Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the inside of the cassette door of their cycler after ending their pd treatment. The pd nurse (pdrn) reported the patient did not receiving an alarm during treatment. It is unknown at which point in therapy the leak may have begun. Fluid was discovered in the pump module area, but not discovered on the external of the cassette. The pdrn reported the patient could not pinpoint where the solution was coming from, they just know once the cassette door is open there's moisture in the door and on the modules. The cause of the leak is unknown. The pdrn was advised to discontinue the use of their cycler and follow up with the patient's pdrn. A replacement cycler was issued to the patient. It was reported that an alternate treatment option was available. Upon follow up, the patient contact confirmed the reported event occurred during treatment with no alarms prior to the leak. The patient contact stated that the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient contact stated that the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated the patient was able to complete peritoneal dialysis treatment using the cycler and performed continuous ambulatory peritoneal dialysis (capd) until the replacement cycler arrived. The patient contact confirmed that the patient has received the replacement cycler but has not used it yet. The patient contact confirmed that the old cycler is available to be picked up and returned.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. Although there was evidence of dried fluid present within the cassette compartment, there were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. There were no visual indications of particulates within the cassette area. A post accelerated stress test (ast) 2 hours 8500ml simulated treatment was performed on the cycler and passed. The cycler underwent and passed a system air leak test and valve actuation test. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. An internal visual inspection identified evidence of dried fluid under the pump assembly on the bottom cover. The cause of the dried fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the inside of the cassette door of their cycler after ending their pd treatment. The pd nurse (pdrn) reported the patient did not receiving an alarm during treatment. It is unknown at which point in therapy the leak may have begun. Fluid was discovered in the pump module area, but not discovered on the external of the cassette. The pdrn reported the patient could not pinpoint where the solution was coming from, they just know once the cassette door is open there's moisture in the door and on the modules. The cause of the leak is unknown. The pdrn was advised to discontinue the use of their cycler and follow up with the patient's pdrn. A replacement cycler was issued to the patient. It was reported that an alternate treatment option was available. Upon follow up, the patient contact confirmed the reported event occurred during treatment with no alarms prior to the leak. The patient contact stated that the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient contact stated that the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated the patient was able to complete peritoneal dialysis treatment using the cycler and performed continuous ambulatory peritoneal dialysis (capd) until the replacement cycler arrived. The patient contact confirmed that the patient has received the replacement cycler but has not used it yet. The patient contact confirmed that the old cycler is available to be picked up and returned.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.